Manufacturer narrative:
Additional information added. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The event occurred on an unknown date in (B)(6) 2020. The specific lot number involved was unknown. It was reported that lot# 20g1901; 20g1903; 20g1904; 20f1207, or 20g0703 could have been involved in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 30-45 minutes after the treatment started with a prismaflex st150, and a prismaflex monitor, a disconnection of the entry line at the catheter level was observed resulting in a "significant" blood loss. The exit line remained connected. An alarm was triggered. There was no patient injury, or medical intervention associated with this event. No additional information is available.